Manufacturer narrative:
It is noted that per the instructions for use (IFU - art-20837 rev. A, IFU elupro antibiotic-eluting bioenvelope) provided with the finished elupro device, "infection" and "hematoma" are listed within the potential complications associated with device usage. Infection and hematoma are known complications with the implant of a cardiac implantable device.

Event description:
On (B)(6) 2025 a sales representative notified boston scientific that a patient who underwent a valve replacement surgery with dr. (B)(6) at (B)(6) experienced a hematoma which lead to an infection. The patient was implanted with an elupro antibiotic-eluting bioenvelope device (model number and lot number are unknown); date of implant is unknown. The patient was on warfarin. No further information regarding this event was provided. Multiple attempts have been made to gather additional information from the implanting physician with no further information having been received. Should additional information be received, a follow up report will be filed.

Manufacturer narrative:
Additional information received from physician requiring update and correction to prior submission: b5 [add'l info/correction] - on 12nov2025 boston scientific sales representative notified of patient that underwent device change-out on (B)(6) 2025 with elupro antibiotic-eluting bioenvelope (model # / lot # - unknown) and developed a hematoma which led to an infection. On 19dec2025 additional information was received regarding this event. At two (2) months post-implant ((B)(6) 2025) patient presented with post implant drainage from ICD site. Device was explanted on (B)(6) 2025 with a laser lead extraction and re-implant. New device implanted on opposite side. B7 [correction] - patient had history of mechanical valve replacement and on warfarin. H6(e) [correction] - physician noted wound infection.